Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 in order to treat uterine prolapse, cystocele, and rectocele concurrently with a total vaginal hysterectomy, bilateral salpingo-oophorectomy, sacrospinous ligament fixation, posterior repair with mesh placement, and a cystoscopy. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection and dysuria.(B)(4).